Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain device serial number. Further information was requested but not received. The unique device identifier (UDI) number is unknown because the serial number and part number were not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg failed to establish communication with external devices. As a result, surgical intervention was undertaken on (B)(6) 2020, wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.